Event description:
It was reported to boston scientific corporation that a dual lumen ureteral catheter was used in the right ureter/kidney during a cysto ureteroscopy laser lithotripsy procedure on (B)(6) 2022. During procedure, when catheter was removed, the guidewire frayed, and it got stuck inside the dual lumen catheter. The procedure was completed with a new amplatz super stiff. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: tip torn.

Manufacturer narrative:
Device code a24 captures the reportable investigation result of tip torn. Investigation result: the returned dual lumen ureteral catheter was analyzed and a visual examination found that the catheter with the guidewire was stuck. Microscopic evaluation of the device revealed that the tip was torn. Functional inspection was done by removing the guidewire and a mandrel of 0.039" was passed to both lumens successfully. It was noted that no resistance was felt. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of guidewire stuck was confirmed. The guidewire that got stuck in the dual lumen catheter is likely to have occurred due to the interaction and/or handling between the device and the guidewire during the procedure. Therefore, the most probable root cause is adverse event related to procedure.